Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: fogging probable root cause: ¿ cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ fiber board ¿ intermittence between transition board and ch connector ¿ fan / insufficient cooling ¿ software ¿ camera head (sensor, sensor cable) ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp) ¿ extension cable ¿ intermittence while using rf devices (ex: valley lab) ¿ problem toggling light source from camera head ¿ connected monitors ¿ leaking ¿ manufacturing/ service nonconformity ¿ use error . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.